Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the hp052 instrument was overheating and had high numbers that were encountered on the display, with a blade and a test tip. Another device was used to complete the case. There was no consequence to the pt.